Event description:
Report received from the (B)(6) stating that there is an "e2 and e5 error" for the device. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was tested and found to meet all specifications, and no problems were observed. If additional info is received, a supplemental report will be sent. Ref: (B)(4).